Manufacturer narrative:
Continued e1 -- phone numbers: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "pain with increased volume in breast, altered contour, hardening of breast implant capsule" and "signs of capsular contracture" diagnosed via ultrasound. Later, healthcare professional reported "echographically solid nodule in the left breast - stable." Diagnosed via ultrasound and "pain with hardening of the left breast and capsular contracture, baker grade iii". Affected side is left. The device has been explanted and replaced.